Event description:
It was reported that the patient developed air in the right coronary during insertion or removal of the sheath. The air embolism was noticed by inferior st elevation. The air embolism resolved within 10 minutes and the cryoablation procedure was completed. The physician stated that he feels there is a problem with the valve on the sheath. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed; bin files analysis. The flexcath advance was also visually inspected and functionally tested. Results of investigation: bin files did not show any system notices for the date of event. Bin files also showed at least 16 injections were performed with non-returned catheter 2af234 / (B)(4). The product returned matched the devices referenced in the complaint record. Product was shipped in a biohazard kit and received in proper condition. Visual inspection of flexcath advance 4fc12 / (B)(4) showed the shaft was intact with no apparent issues; the reported air ingress could not be reproduced. Multiple aspirations / injections were performed without air bubbles or leaks; hemostatic valve was leak tight. The valve assembly was leak tight as well. Final resolution: the reported air ingress issue has not been confirmed through testing. A clinical issue was encountered during the procedure.